Event description:
Two endeavor sprint rx drug eluting stents were implanted. One stent (3.50x 24mm) was deployed successfully to the distal rca and one stent (2.50x 24mm) was deployed successfully to the right posterior descending. Two weeks post index procedure, bleeding was observed relating to the catheterization of the bladder. Aspirin, plavix and warfarin were stopped. One week later a brain infarction was observed, which was treated with a transfusion. The pt is in remission. Reference MFR report numbers 9612164-2011-01221 and 01222.

Manufacturer narrative:
(B)(4). Results: cva/stroke; no device received for eval.